Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 67 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. There was no tubing clamp to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.